Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use. As no further investigation was able to be performed no change in harm was identified.

Event description:
It was reported that during a procedure, the tip of the inner shaver blade shaft broke off and lodged in the window of the outer shaver blade. Staff were able to safely remove the shaver blade from the knee without losing the broken tip of the inner shaver blade. Once the blade was removed from the joint they were able to successfully complete the case without any complications.